Event description:
Pt self tester reports discrepant results: pt self tester never change strip code. Pt received a new strip lot (222168). Technical services helped pt change strip code. New test performed, inr = 3.9.

Manufacturer narrative:
Investigation pending.